Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00644. This report is being submitted as additional information. Approximate age of device- 0 years, 2 months, and 25 days. Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Nearly all of the captured events in the submitted log file were routine power exchanges and pi events. The pump remained above the low speed limit for the duration of the log file. No atypical alarms were captured. The submitted log file appeared to show the system operating as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. On (B)(6) 2018, it was reported that the patient had a rapid increase in lactate dehydrogenase to 800 u/l with concern for pump thrombosis. On (B)(6) 2018, the patient¿s inr was 4.1. No clinical symptoms were reported. A log file was submitted for review. The manufacturer¿s technical services reviewed the provided log file which contained data from (B)(6) 2018 through (B)(6) 2018 and observed some unsustained power and flow elevations. No other unusual events were seen within the event history and the pump appeared to be functioning as intended. Additional information was requested but not yet provided.